Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analyzed. The analysis revealed no indication of a material or a manufacturing problem. In addition, the inner conductor coil was found severely elongated. As the root cause of the observed damages, tensile forces applied during the explantation procedure should be taken into consideration. In addition, cuts in the insulation were observed which most likely resulted from the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported dislodgement. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Patient underwent lead revision due to dislodgement of lv lead. During revision, physician noted that the helix of this lead would not extend and retract. No adverse patient events were reported. Should additional information become available, this file will be updated.